Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2016. The patient manages her diabetes with insulin (self- adjuster). The patient reported that she took less food and or drink as a result of the alleged product issue. The patient was stated that 15 minutes after the alleged product issue began she developed the symptoms of "sweating, lightheaded, thirsty confused and a fast heart beat." She reported that on the same day, no time specified, she self-treated with food and or drink. At the time of troubleshooting the cca noted that after they walked the patient through a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.